Manufacturer narrative:
On 14-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Bf 10/5it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the device sterilization was compromised. It was reported that the catheter packaging had a "slice" in the inner packaging when it was removed from the outer package. The caller stated they decided not to use the catheter in case the sterilization had been compromised so the catheter was replaced. There was no visible damage to the outer box or packaging. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the device sterilization was compromised. It was reported that the catheter packaging had a "slice" in the inner packaging when it was removed from the outer package. The caller stated they decided not to use the catheter in case the sterilization had been compromised so the catheter was replaced. There was no visible damage to the outer box or packaging. There was no patient consequence. Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. The device was inspected, and no physical damage was observed. According to the photo provided by the customer, the sterilization package was damage, compromising the sterility of the catheter. All units are inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The damage reported, could be related to the process of storing, packaging or shipping of the device, however, this cannot be conclusively determined. A device history review was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the pictured provided by the customer. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 6-oct-2023, further review of the reported event reclassified and corrected the h6. Medical device problem codes from ¿packaging problem (a0205)¿ and ¿delivered as unsterile product (a020701)¿ to ¿tear, rip or hole in device packaging (a020504)¿